Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip of the ivus catheter cracked. The physician removed the detached portion of the device by pulling and completely removed it from the patients body. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the tip of the ivus catheter cracked. The physician removed the detached portion of the device by pulling and completely removed it from the patients body. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appearing to be in good condition. Microscopic inspection showed the distal section of the tip was in good condition.